Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel. It was noted from recorded episodes that the patient received multiple shocks during atrial arrhythmia. No programming changes were requested and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.